Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to application of the following stress to insertion section: - physical stress such as rubbing or hitting insertion section - chemical stress by conducting reprocessing not recommended in instructions for use (reprocessing manual) - stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.) However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): detection method is described in 3.3.2 in operation manual. Preventive measures are described in operation manual: important information ¿ please read before use: warnings and cautions, 1.1.3, 2.2.1 and 5.5.1 in reprocessing manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During testing, the reported issue was not confirmed. The device relayed an image as per specifications. During examination, the following issues were identified: the distal end was damaged and missing adhesive; and the connecting tube was scratched. Functional testing showed that the device failed leak testing due to damage at the following areas: insertion section; connecting tube; scope body. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the tracheal intubation fiberscope was being prepared for use. The customer reported the relayed image was blurry when the operator tried to focus the image. The patient procedure was completed with a similar device. The device was returned to olympus medical for evaluation. During the device evaluation, the coating on the connector tube was found to be peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.